Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in germany: "flow rate deviation." Reason of complaint: delivery rate and mechanical pressure limitation out of tolerance. According to decision tree, repair order in the service workshop was classified as complaint.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4) the device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: l030003. 2.5 hours of operation: 15109 hours. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. No date of the incident was given, for that reason the last history files were investigated. No anomalies could be detected inside the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technical seal (p1 11/2016) on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device did not match the required values and standards. The mechanical pressure cut-off measured values are out of our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -8,67%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device didn´t matches the required values and standards. The measured values are out of our specification. 3.6 disassembling: to investigate the inside, the device was disassembled completely. Broken clips at the inner frame could be detected. The out of tolerance flowrate deviation measurement and the mechanical pressure cut-off values are caused by the broken clip. The pin slipped out the clip and that influenced the flowrate deviation and the mechanical pressure cut-off. 4. Judgment: 4.1 the complaint could not be confirmed. The complained malfunction is due to a broken clip on the inner frame. The pin slipped out the clip and influenced the flowrate deviation and the mechanical pressure cut-off. The broken clip is due to an impact damage. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.